Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the no image could not be determined, however, the issue was likely the result of a scope connection issue due to user handling. The event may be detected/prevented by following the instructions for use section below: ¿- inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty plug unit. The image was restored to normal when the charge coupled device cable was checked separately. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite bronchovideoscope had no image. There was no procedure involved. There were no reports of patient harm associated with the event.